Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. B3 date of event was estimated based on the event occurring in november 2025. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of unable to exclude device problem following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable causes of the reported complaint. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issues. However, there is no additional detail pertinent to the complaint.

Event description:
It was reported via medsun (B)(4) that a catheter issue occurred. An opticross 6 hd was advanced for ultrasound examination of the target lesion. During the procedure, the intravascular ultrasound catheter became stuck during removal. The wire and catheter were pulled out, and it appeared that the wire had split or the catheter had broken. The procedure was completed. There was no patient complications reported.

Event description:
It was reported via medsun (B)(4) that a catheter issue occurred. An opticross 6 hd was advanced for ultrasound examination of the target lesion. During the procedure, the intravascular ultrasound catheter became stuck during removal. The wire and catheter were pulled out, and it appeared that the wire had split or the catheter had broken. The procedure was completed. There was no patient complications reported.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. B3. Date of event was estimated based on the event occurring in (B)(6) 2025.